Event description:
Device 1 of 2 . Reference MFR. Report#:3006705815-2019-00347.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00347. It was reported the patient experienced ineffective stimulation post a fall. X-rays revealed both leads migrated from t8 to t10. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was achieved post operatively.